Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call indicating low blood glucose readings from the insulin pump. The customer stated that last night, her blood glucose was 180 mg/dl which was incorrect because she had a low and passed out. The customer's daughter gave her orange juice until she woke up. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.